Event description:
Reportedly, the battery was found depleted during the follow up performed on (B)(6) 2013. As the device was implanted in (B)(6) 2012 and didn't deliver shock since its implantation, the device was explanted and will be returned for analysis.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.